Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to a difference on handling/ reprocessing steps of the subject device between olympus recommendation and understanding by the user facility. The event can be detected/prevented by following instructions for use as described below: reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material durability. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation of the scope not being reprocessed with the correct sterrad cycle was confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the uretero-reno videoscope was reprocessed by an unapproved starred cycle. There was no patient involvement. The event occurred during reprocessing. There was no procedure therefore, there was no patient or user harm associated with the event.